Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages) has been confirmed. Upon investigation the cable connecting ECG "a" to the front therapy electrode was pulled from the strain relief, damaging wires in the cable. Additionally, the electrode belt ECG "c" cable was severed, damaging the lead 1- wire in the cable at j501. The root cause for the strained cable was excessive force and the root cause for cut cable was physical abuse. No adverse events occurred from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.